Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report a low blood glucose event. The paramedics were called to treat a low blood glucose of 40 mg/dl. The paramedics treated the customer with liquid sugar from a tube. Nothing further reported.